Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anchor pulled out after insertion. A backup device was available to complete the procedure following a short delay. No patient impact was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.